Event description:
It was reported that the spinal cord stimulation (scs) system underwent an explant procedure due to battery reaching end of life and needed and (magnetic resonance imaging) MRI upgrade. The patient is doing well post operatively and the device will not be returned due to hospital policy.